Event description:
Boston scientific received information that during a procedure on (B)(6) 2008 a lead was attempted and then removed from service due to placement difficulty. Two days later on (B)(6) 2008, two epicardial leads were attempted. One of the leads was removed due to placement difficulty. The other lead initially exhibited non-capture and low r-waves, however, good measurements were eventually achieved and the lead was successfully implanted. No adverse pt effects were reported. Additional information was received three years after this event that the remaining implanted lead had once again displayed loss of capture during a device check. It was suspected that a lead dislodgement had occurred. The lead was surgically abandoned and replaced. No clinical impact due to the loss of capture or adverse pt effects were reported.